Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced discomfort/pain at the ipg site due to it being superficial. As a result, the ipg pocket was revised to be slightly deeper on (B)(6) 2016. During the procedure, the doctor electively explanted and replaced the ipg for newer technology.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient hadn't had any complaints since the procedure.